Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, the surgeon fired the reload over a thick stomach and felt no resistance from the stapler, nor cracking of the handle. After the fire, the staple-line was in tact and no bleeding. There was just a serosal tear (small hole) at the distal tip of the staple line. The dr. Over-sewed the hole and it passed the leak test. There was no patient injury. Surgery time was not delayed over 30 minutes.